Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the right spring on the cpc connector was displaced, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The cpc (colder products company) connector is a component that provides the interface between the drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that the right cpc connector on the freedom driver had a displaced spring. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a misaligned spring was not able to be confirmed as there was no spring in the right driveline cpc connectors. The customer reported that after the misaligned spring was discovered, the patient went into clinic where a clinician manipulated the connectors in attempt to fix the misaligned spring. It is likely during the manipulation that the spring was removed, as evidenced by the return of two other female cpc connectors missing springs, and four returned unwound springs. Despite the missing spring, the drivelines were able to be connected to a tah-t during investigation testing, and the driver passed all test sections. Although a definitive root cause for the displaced spring could not be determined, it is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch or during driver training. Syncardia has an open corrective and preventive action (CAPA) to address this issue with cpc connectors. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.